Event description:
Customer reported via phone, she was inputting her blood glucose into the insulin pump and it froze. Customer removed the battery and the device alarmed unexpected restart. Customer's blood glucose was 200 mg/dl. Troubleshooting for the alarm was performed. Customer was unable to clear the alarm. It was determined the display was frozen because the buttons were unresponsive shifted to keypad anomaly troubleshooting. Customer didn't recall any other event that might have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored for three days not anomalies were noted during testing. The device passed the self-test and unexpected restart error test. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window and on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.